Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant losses suggests that the source of the problem was likely to stem from procedural errors and/or possible oral cavity conditions. Proper intended use of the implant and optimal pt anatomy is described in its instructions for use.

Event description:
Implant failed due to mobility the same day it was implanted and extracted. Unk if stability and osseointegration was achieved. Bone quality was type ii.